Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that during implantation of an intraocular lens using the preloaded insertion system, there was a malfunction when the surgeon was trying to insert the lens. Further, it was reported that they were ''unable to expel lens''. No other information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.